Event description:
The customer requested a replacement speaker assembly for a unspecified issue. No further information was made available at the time of the initial report. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that the monitor shows a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.